Event description:
Information was received indicating that during the use of cadd-ms® 3 ambulatory the cannula was not able to be filled. After resolving the issue, the pump displayed an alarm and a message to start over. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation. The customer's reported product problem was verified. The investigator attempted to test the device but the pwa was not functioning properly. The pwa was replaced as a result.